Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on approximately (B)(6) 2013 patient experienced a possible detached sensor wire. After sensor removal, patient was unable to locate sensor wire. No medical intervention was required.